Event description:
Hosp advised that pt was on oxygen and lit a cigarette in the room which led to a fire. This pump was in the room at the time of this incident. Hosp requested co evaluate the pump to eliminate it as a contributing factor to this incident.